Event description:
Pt reports when you attach the sensor to arm, it burns and leaves a chemical burn on her arm even if she uses a skin barrier with the device. It leaves the pt with a scar the size of a half dollar. Pt states this all started when the MFR switched the 10-day sensor to the 14-days sensor. Pt thinks the MFR is putting something extra to the device that is causing this reaction to pts.